Event description:
It was reported that the patient experienced an undesirable change in bowel function (increase in fecal incontinence episodes) related to migration of the lead. Then neurostimulator was then turned off. The event outcome was reported as not serious. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3093-28, lot #j0340658v, implanted: (B)(6) 2003, explanted: na; extension model 3095-10, serial # (B)(4), implanted: (B)(6), explanted: na; programmer model 3031a, serial # (B)(4).